Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 occurred during the load process. The customer indicated that a new cartridge would be loaded. It was confirmed that the customer had manual injections available. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.